Event description:
Reporter stated that pt obtained the following blood glucose results, within 10 minutes, while testing on the aviva system: 9.2 mmol/l, 8.8 mmol/l, 8.8 mmol/l, 8.8 mmol/l, 8.6 mmol/l, "lo" (less than 0.6 mmol/l), and "lo." Reporter noted that pt did not modify therapy based on these values. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect produce for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).